Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate after the caller overfilled the cartridge. Customer declined to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level.